Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided.

Event description:
The customer reported that the power supply was not working. Further information was provided that the symptoms include the defibrillator not working on ac power supply and the battery not charging. There was no reported patient involvement.